Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that intima-ii y 22gax1.00in prn/ec slm catheter tube was punctured by the needle. The following information was provided by the initial reporter: during using, it was found that the catheter tube was punctured through by the needle.

Event description:
It was reported that intima-ii y 22gax1.00in prn/ec slm catheter tube was punctured by the needle. The following information was provided by the initial reporter: during using, it was found that the catheter tube was punctured through by the needle.

Manufacturer narrative:
H.6. Investigation: a device history review was conducted for lot number 0063913. Our records show that this is the only instance of a pierced catheter occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally a sample was returned to our facility exhibiting the reported pierced catheter. Unfortunately the state in which it was returned prevented functional testing; in lieu of the affected device testing was performed on retention samples for lai distance, needle tip puncture force, and catheter drag force, the results show that the tested dimensions of the retained devices were in accordance with product specifications. Based on the available information our engineers were unable to associate the observed damage with the manufacturing process. No abnormality found on process or during the use of the indwelling needle. The needle punctured through the catheter, which may be related to the nurse's manipulation.